Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the physician was doing pulmonary vein isolation for the patient, fluoroscopy confirmed dislodgement of left ventricular (lv) lead. Upon interrogation, loss of capture was noted on the lead. The lead was not able to be disconnected and removed. The lead was capped and replaced on (B)(6) 2020. The patient was stable and discharged.